Event description:
Information was received from a patient receiving intrathecal morphine 10 mg/ml and bupivacaine 10 mg/ml via an implantable pump for spinal pain indications. It was reported that the reason for the call was the patient stated that last week, it started not connecting to the pump at all and now it was taking a long time to connect. The patient also stated that sometimes her pain pump was not working. The patient stated the screen lags at 90% and there was also a screen where it said it was not connecting to the remote. When the agent inquired event date, the patient stated it just started like on the 31st. When the agent inquired pump medication(s), the patient read from their documentation and stated morphine sulfate 10 mg/ml and secondary bupivacaine 10 mg/ml. The agent assisted the patient in clearing the data. The patient confirmed they were able to successfully connect to their pump well without issue. The patient stated the connection to the pump was very fast.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown: product type software product ID hh9020tdd serial# (B)(6): product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.